Event description:
Information received indicates the brake will not hold when engaged.

Manufacturer narrative:
The technician found the brake rollers were worn. The technician replaced the brake rollers and adjusted the brake cable to repair the bed.